Event description:
It was reported that during a procedure the "fiber tip was damaged at 70,000 joules". Procedure was completed with turp. Reportedly, gland volume 80 ml. The outcome was reported as "no injury to pt".